Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was to be failed. A field service engineer observed intermittent failures with the remote manager lock during transactions. Additionally, the refrigerator door was misaligned falling to one side which caused issues with the latch and hasp. The customer contacted facilities to readjust the door into a better position. The fse then realigned the lock box and repositioned the hasp to center it within the latch hole. All related cables and connections were serviced to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed refrigerator. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.